Event description:
It was reported that the insulation on the interconnect cable of the 9800 system is cracked and the workstation is broke. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Recommended replacement of the interconnect cable assembly to the customer. Order placed for the cable. However, the customer cancelled the service call prior to replacement of the cable. Service call closed.